Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, indicative of a high voltage condition being present during a charge. No changes have been made and the ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error (code 1004) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, indicative of a high voltage condition being present during a charge. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the ICD was explanted and returned for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, indicative of a high voltage condition being present during a charge. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the ICD was explanted and returned for analysis. This event will be updated upon completion of analysis.